Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
During the procedure, the generator screen was turning off and on. The procedure was unable to be completed.